Event description:
The customer reported a leak at the middle lower panel of the coulter lh 750 hematology analyzer. The customer indicated that approximately 1 ml of fluid leaked and was contained within the bsv (blood sampling valve) tray. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that the vent line tubing connected to the needle cartridge have shifted slightly causing the tubing to come in contact with the needle spine. The fse indicated that repeated stretching of the tubing caused a pinhole leak. The fse replaced the affected tubing to resolve the leak and rerouted the tubing to avoid contact with the needle spine upon collapse of the bellows. No further leaks were observed and repair was verified per established procedures. Failure mode of the leak is attributed to a pinhole in the vent line tubing from the needle cartridge. (B)(4).